Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrium (ra) lead had a sudden increase in threshold. The ra lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.